Manufacturer narrative:
(B)(4). A vyaire field service representative went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause was due to the unit not being plugged in after preventative maintenance. The batteries had just been replaced. The fsr reported the unit had enough battery power to turn on, but possibly not enough to start turbine. As a resolution, the fsr plugged in the ventilator to allow adequate charging before placing into service.

Event description:
Customer reported that the unit displayed vent inop at start-up. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was able to be confirmed and duplicated. R608 is faulty. This is a known issue for pcba's built before 21 april 2014 and addressed with crf 14-17.